Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to out-of-range shock impedance measurements, high thresholds, and low sensing. Additional information received reported that the rv lead was explanted along with the device in order to upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the decision was made to explant this rv lead, it was not tested on the pacing system analyzer (psa) or otherwise evaluated. It was noted that the rv lead was cut near the pin during extraction. No additional adverse patient effects were reported. The rv lead segments will be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. The returned implantable lead was thoroughly inspected and analyzed. Visual inspection confirmed that two segments of the lead were returned; the terminal section was 6cm, the middle section was 29 cm, and the tip section was not returned. Resistance tests were completed on the returned lead segments to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory analysis was unable to identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to out-of-range shock impedance measurements, high thresholds, and low sensing. Additional information received reported that the rv lead was explanted along with the device in order to upgrade to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Since the decision was made to explant this rv lead, it was not tested on the pacing system analyzer (psa) or otherwise evaluated. It was noted that the rv lead was cut near the pin during extraction. No additional adverse patient effects were reported. The rv lead segments will be returned for analysis.